Event description:
Medwatch states: 9/16/97 pt underwent outpatient polypectomy utilizing the valleylab electrosurgery cautery. 9/17/97 pt presented to ER with nausea, vomiting, and abdominal pain. Work-up indicated that perforation at site of polypectomy. 9/18/97 pt scheduled for exploratory laparotomy with excision of cancerous polyp and repair of bowel perforation. F/u: staff had no indication of malfunction during pt use. Biomed evaluation showed equipment to be working properly.